Event description:
It was reported that the patient blood glucose level reached over 250 mg/dl while the pod was worn between 1 and 4 hours on the back. An occlusion alarm occurred during pod wear in the middle of the night. Details regarding treatment were not reported.

Manufacturer narrative:
The device was received with corrosion on the pcb assembly. The pod was connected to a power supply in order to be downloaded. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the pods run. A leak test revealed a tear on the unexposed portion of the soft cannula which contributed to the corrosion on the internal components including evidence of fluid on the commutator cap. This caused the rotational sensor malfunction and reported 0x40 hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.